Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The pump was exposed to a 95 degree weather. Customer's blood glucose level was 182 mg/dl. The customer had an alternate pump for insulin therapy.